Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The manufacture date is not available. The users complaint was confirmed. Upon inspection and testing, the device yielded no image. This is attributed to a faulty printed circuit board. The device was in burn-in test for one hour with a test printed circuit board and functioned normally. Minor scratches not affecting functionality were noted on the screen. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use for an unknown procedure, the device had power but would not turn on. Menu could not be accessed either. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: d8, g3, g6, h2, h4, h6, and h10. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The root cause for the failure of the printed circuit board cannot be determined.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The information on concomitant devices used in this is unavailable. Customer is not sure if device was inspected before issue was observed. The device was most likely dropped. There were no error messages, alarms or alert tones associated with this event. There were no foreign objects such as hard water residue, lint or dust on the electrical contacts.